Event description:
On (B)(6) 2011 pt reported she had 2 leaky infusion sets. Pt stated she felt the leak was where the luer lock connected to the infusion site. Pt stated this issue caused her to have elevated blood glucose concerns. Pt reported her blood glucose readings got s high as 300 mg/dl. Pt stated she didn't feel well. Pt reported her blood glucose level returned to normal. Pt's normal blood glucose level was not provided. Pt declined to troubleshoot at this time. On follow up call on (B)(6) 2011 pt reported she didn't feel like troubleshooting at the moment. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.